Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that guidewire detachment occurred. The 99% stenosed, complete totally occluded target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad) extending to the mid lad. A 185cm str pt moderate support guidewire was advanced to cross the lesion; however, the wire was detached and has remained inside the patient's body. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box. The unit returned has distal end damage, as part of overall visual revision. The device has the distal tip detached (183.5 cm from the proximal section). Overall length couldn't be measured due to the device condition (distal tip detached). Od (outer diameter) of distal tip, od of middle of the device, and od of proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire detachment occurred. The 99% stenosed, complete totally occluded target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad) extending to the mid lad. A 185cm str pt moderate support guidewire was advanced to cross the lesion; however, the wire was detached and has remained inside the patient's body. The procedure was completed with a different device.